Manufacturer narrative:
A medtronic representative went to site on (B)(6) 2015 to troubleshoot issue and found the motion batteries would lose power quickly. Motion batteries were ordered and sent to site and replaced. System tested and passed and was put back in use. Motion batteries were not sent back to manufacturer so no evaluation could be completed. No further issues reported. (B)(4).

Event description:
A medtronic representative reported a critical battery error on the imaging system, the motion batteries would lose power quickly. Motion batteries were replaced. There was no patient present when this issue was identified.